Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively after an anterior resection low, there was dehiscence of the staple line at the anastomosis site. It was reported that anvil was also bent.